Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving hydromorphone [30 mg/ml] at a rate of 34 mg/day and bupivacaine [15 mg/ml] at a rate of 16.9 mg/day via intrathecal drug delivery pump. The indications for use of the pump were breast cancer and malignant pain. It was reported that the patient had a volume discrepancy of 4 ml extra and complained of increased pain, though it was later stated that there had been no significant change in pain. A catheter dye study was attempted on (B)(6) 2016. The catheter was sluggish, and the physician was unable to aspirate. The cause of the inability to aspirate the catheter had not been determined. Due to the catheter issues and the high dose and concentration the patient was on, the physician opted to wean the patient's dose down and replace the catheter. The catheter was replaced on (B)(6) 2016, and the patient was doing well following replacement. The concentrations of the hydromorphone and bupivacaine were reduced to 10 mg/ml, and the doses were reduced to 4.85 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.